Event description:
It was reported that the ilet screen was cracked at a corner, resulting in an unresponsive display that prevented the user from unlocking the device, and a replacement device was processed and shipped. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms reported. Investigation included a review of available complaint information and device history. Investigation of this case revealed damage to the user interface screen consistent with physical breakage and an inability to interact with the device. It was concluded that the event was attributable to physical damage to the device¿s display, and the device was replaced. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.